Event description:
Reporter alleged obtaining discrepant back to back blood glucose results of 483 mg/dl, 166 mg/dl, and 281 mg/dl when all tests were performed within 10 minutes on the advantage system. Reporter indicated that he was not experiencing any hypoglycemic or hyperglycemic symptoms during the time of testing. No actions were reported taken or treatment received. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.